Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. The lead was reprogrammed, and it was later determined that the lead had dislodged. The lead was explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).